Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a unit power up properly after battery installation. Unit received with operating currents within spec. The pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. However, pump alarmed unexpected weak battery with a fully charge battery due to faulty battery tube. The insulin pump was received scratched lcd window, and cracked case at display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 117mg/dl. The customer states they are unable to get the insulin pump to function. He states the display blank at the time of the call. The customer stated that contacts on the battery cap were not missing or damaged. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer did state there was a piece of the plastic missing near the battery cap. Troubleshooting was not able to resolve the issue. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device will be returned for analysis.